Event description:
Customer reported receiving a motor error alarm on the insulin pump during manual prime and stated that her blood glucose readings are over 600 mg/dl. Customer stated that they do not use the sensor feature on the insulin pump and that they were able to rewind the device. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, cracked reservoir tube lip and battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.